Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed, and a "high pressure" alarm was recorded in the event log multiple times. Visual and functional tests were performed, and an anomaly was found in the downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to a continuous alarm sound coming from the self-test and a dust inside the lcd. The results of the investigation found that a "high pressure" alarm was recorded in the event log multiple times. There was no patient involvement.